Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) of 68 mg/dl, which briefly corrected after breakfast before dropping again to 84 mg/dl. The agent advised treating lows with 15 g of fast-acting carbohydrates every 15 minutes before announcing meals to avoid rebound highs. The user, who performs manual labor, was advised to discuss possible insulin adjustments with their healthcare provider (hcp). Bg was corrected with food. The user's reported symptoms during the event included brain fog and irritability. No medical intervention was required at the time of call.